Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round high profile 380cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed through a physician¿s examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received with the field experience report on 6/22/2018. The event date has been updated. The device was replaced with a mentor smooth round high profile 380cc saline prosthesis on (B)(6) 2018. The investigation of the returned device was completed by the failure analysis lab on 7/14/2018. Device evaluation summary: it was reported that a (B)(6) year-old asian female underwent breast augmentation revision with a mentor smooth round high profile 380cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed through a physician¿s examination. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 1.0 cm on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).